Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, while using the sureform 60 stapler instrument began to pushout the stomach tissue. It's unknown which exact fire the event occurred on but the sureform 60 stapler instrument had no issues prior to the alleged event. While using the stapler with a green reload, the stapler clamped onto the stomach tissue and then fired. When the stapler was fired, it stapled and cut, but tissue immediately began to push out in front of the stapler jaws, creating clumps and clusters of loose staples. This resulted in a jagged staple line but there were no holes, gaps or bleeding observed. The csr recommended replacing the stapler, but the surgeon declined as the procedure was almost completed. It was then recommended to clean the stapler according to the instructions for use with sterile water. Staff proceeded to remove the stapler from the patient side cart (psc) and banged the instrument against the instrument back table to remove any remaining loose staples. The instrument was replaced back on the psc and another green reload was used to make a clean staple line and to remove the tissue with the incomplete staple line. The surgeon continued using the instrument for the remainder of the procedure with no further issues. The procedure was completed robotically and there were no post operative complications. The surgeon stated this was the third occurrence of a tissue push out event while using the sureform 60 stapler instrument. The dates of the first and second occurrences could not be recalled, but the surgeon did recall the last procedure was an esophagectomy. Refer to medwatch report (MDR) with patient identifier (B)(6) and (B)(6) for additional information regarding the first and second cases of tissue pushout after using the sureform 60 stapler instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument to perform failure analysis (fa). The complaint was not confirmed by failure analysis. Review of logs did not find any firing errors for this instrument and showed 11 successful fires. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on system and there were no initialization failures or errors/faults occurred during the in-house testing. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Clamp and fire test passed, with proper formation of the staple on the test sheet. The logs show for the sureform 60 stapler instrument (product number: 480460-09, lot number: l80230714-0638), was installed on the system 12x and fired 11 reloads (1 white, 7 green, 1 blue, 1 green, 1 blue, in that order). On the first install, the first clamp was aborted by the user at an unknown completion percentage. The next clamp was successful, and the firing was completed with no pauses for compression. On installs 2-8, all clamps were successful, and the firings were each completed with no pauses for compression. On install nine, the stapler failed to initialize with the system. Parameters of the error indicate that the sf lockout was detected. On install 10, the first clamp was successful, and the firing was completed with no pauses for compression. On install 11, the first clamp was incomplete, stopping at about 61% completion. The next clamp was successful, and the firing was completed with 4-5 pauses for compression. On install 12, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors in the logs pertaining to this stapler. Logs are attached. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.